Manufacturer narrative:
Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing pod site infections with the last four pod changes, starting on (B)(6) 2025. The affected sites were swollen, red, hot, and painful. The patient visited their healthcare provider on (B)(6) 2025 and was diagnosed with cellulitis. Treatment included oral antibiotics, cleaning with hibiclens, applying anti-bacterial spray and antibiotic ointment, and covering with a bandage. The patient reported another painful pod site on (B)(6) 2025 and was advised to continue the same antibiotic and go to the emergency room (ER) if the site worsened. On (B)(6) 2025, the patient went to the emergency room (ER) and spent one day in the hospital, receiving intravenous (IV) and oral antibiotics. The patient is awaiting lab results to determine if the infection is staph-related and is considering switching to the tandem t-slim due to recurrent infections. The pod sequence number was updated, and the patient successfully resumed treatment.